Event description:
Reported as a patient infection. The cause of the infection is unknown. The device was removed and was not replaced. The patient has recovered. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection of contamination, removal of the device is indicated.